Manufacturer narrative:
Device evaluation: the cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. The lens returned out of the device. It was placed by customer into a syringe with liquid. Visual inspection using microscope magnification was performed. The lens was observed cut with one haptic detached, confirming the reported issue. The condition observed is consistent with a lens that has been cut due to ¿iol removal process¿. The reported issue was confirmed. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6). Device evaluation: the product was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that a non conformance was found. However, this did not contribute to the complaint. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 lens during surgery did not have the second haptic when implanted into the patients' eye. Lens was implanted and removed after that. No further information available.